Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil bent at 90 degree angle". Concomitant products included docusate sodium (colace) and macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and constipation ("constipation") and underwent appendicectomy ("appendix out"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and appendicectomy outcome was unknown. The reporter considered appendicectomy, constipation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. Removal (medical device removal surgery) was added. New event added: constipation. Reporter was added. And appendectomy event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil bent at 90 degree angle". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation") and flatulence ("gas pain") and underwent appendicectomy ("appendix out"). The patient was treated with docusate sodium (colace), macrogol 3350 (miralax) and surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, appendicectomy and flatulence outcome was unknown and the constipation had not resolved. The reporter considered appendicectomy, constipation, flatulence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil bent at 90 degree angle". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation") and flatulence ("gas pain") and underwent appendicectomy ("appendix out"). The patient was treated with docusate sodium (colace), macrogol 3350 (miralax) and surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, appendicectomy and flatulence outcome was unknown and the constipation had not resolved. The reporter considered appendicectomy, constipation, flatulence and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter added. New event 'gas pain' added. Outcome for 'constipation' updated and treatment drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.